Event description:
It was reported that, "as screw was being tightened, the tip broke off."

Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report.